Event description:
Please refer to the initial report.

Manufacturer narrative:
The reported information, the device and its log file were analyzed. The device test did not reveal any malfunction. No error codes were logged at the reported time of event. Therefore, the reported ventilation stop could not be confirmed. It could be seen in the logfile that no device check was performed since 09/2018. As per IFU, a device check needs to be carried out prior to use on every patient. Further, it could be seen in the log file that the lower alarm limit for the minute volume was set to 0.5l/min. As the usual mv for an adult is 8l/min, the limit was set very low. The monitoring function of the device was therefore not effective and no mv low alarm was generated. No device malfunction and therefore no root cause for the reported event could be found. In case of a technical problem (e.g. "Stopped cycling") the device alarms visually and acoustically. In case o a ventilation stop, an alternative independent ventilation device has to be used instantly, as described in the IFU.

Manufacturer narrative:
The investigation was just started. Results will be provided in a follow-up report.

Event description:
It was reported that the equipment stopped cycling during transport of the patient to the ICU. No patient consequences were reported.